Event description:
It was reported that the patient underwent a revision procedure due to a cuff erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted 6 months ago and no new device was implanted to allow the patent to heal. On (B)(6) 2020 a new aus was implanted. The patient is recovering following the procedure.